Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative. The patient had presented the issues to the nurse on (B)(6)2017. Regarding the cause of the product problem, it was reported that the cause was inaccurate antenna placement. The patient was reviewed and they were able to get bars on the patient's recharging screen. X-rays showed the ins did not flip. The issue was resolved. It was unsure if the recharger will be returned. It was clarified that replacement of the recharger did not resolve the issue was it was a distance issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative. The serial number was not available and the recharger will not be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that there was no fault with the recharger so it was not returned. The patient was still using it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding an implantable neurostimulator (ins) that was recently implanted as the ins had been replaced. It was reported the patient could not recharge the ins. Initially, there was a good connection between the battery and recharging. The patient cannot get any bars on the recharging screen. There were no factors known that may have led or contributed to the issue. The patient attended a troubleshooting session in the clinic with the nurse. The nurse tried to move the recharging antenna in various positions over the ins but could not get any bars on the recharging screen. It was requested that the team x-ray the ins to check the position. The issue was not resolved at the time of the report. The ins remains implanted but without power. It was unknown if a surgical intervention was planned.